Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. A complaint history reviewed no prior complaints for the part. According to clinical/medical investigation , these cases from canada all report various adverse events with the redapt implants. All information available for this complaint case has been reviewed and considered in the medical assessment. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. Case-2020-00004843-2

Event description:
It was reported that the patient developed a chronic periprosthetic infection. After that, the patient had long term suppressive therapy. Then it was informed that the patient deceased (B)(6) 2019.